Manufacturer narrative:
Other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient went to the emergency room on friday for loss of feeling in their left leg. The patient reported they had a CT scan, but they were not given the results. The patient was still having pain and twitching in their legs, but they were afraid to turn off the stimulator. The rep checked the stimulator with their clinician programmer and impedances on the 0-7 lead were all greater than 10,000, but that lead was not being used. The rep turned the stimulator off and the patient reported no change. There was no change in coverage since the incident. The patient was instructed to follow up with their healthcare provider. No further complications were reported.